Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that marathon catheter ruptured at distal tip during onyx injection. It was reported that the operator has flush the mirage guidewire marathon micro catheter as per the IFU. Connected y connector along with pressure line to marathon mc, after that mirage guidewire as per guideline inserted into the marathon microcatheter till the distal tip of microcatheter to coincide with the microcatheter. Later he has introduced marathon microcatheter into the guiding catheter with the help of micro catheter introducer. After few minutes of maneuver marathon reach to the desired position of nidus of arteriovenous fistula (avf). As per IFU, onyx was taken and injected through marathon. After roughly 20 min of injection with two intervals of 2min each, operator has noticed that suddenly 2cm proximal from distal tip onyx comes in parent artery. Operator has immediately stop onyx injection and withdrawn marathon and abandon the case. There was a4 pericallosal artery got blocked due to unwanted cast of onyx. There were no reports of patient injury in association with this event. Case was abandoned. There was not any friction or difficulty during delivery. The injection rate was 0.1ml/min. The vessel tortuosity was minimal. Access vessel was anterior cerebral artery (aca) and 2 mm in diameter. The catheter was flushed as indicated in the IFU. There was not any kink found on the catheter. Hardly 0.16ml of onyx was left in the syringe which was discarded by the operator. Mirage guidewire, navien gf, lot: a622396.